Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. The sagittal saw with key device was evaluated, and the reported condition that the device was not working anymore was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the safety lock on saw head had fallen apart, the housing was leaking, and the compression spring was missing. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the sagittal saw with key device safety lock on the saw head had fallen apart, the compression spring was missing, and the housing was leaking due to damage to the sealing edge. There was component damage, missing components, the device failed lid tightness test, the locking mechanism was stiff/stuck, parts of the device were unattached, and the housing was cracked/damaged. It was further determined that the device failed pretest for check the saw heads locking mechanism, leakage test using bubble emission technique, and general condition. It was noted in the service order that the device did not work anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.